Event description:
It was reported that the pump was implanted in 2001 for fudr infusion. In 2001 it was determined that the pump was not flowing. It was decided to explant the pump in 2001. There were no associated patient complications.